Manufacturer narrative:
The following elements have blank data.

Event description:
When attempting to penetrate patient's skin with the angiocath, the tip of the plastic sheath bent back preventing insertion.